Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers: g5. PMA / 510(k)#: k213670. H.6. Investigation summary: bd had not received samples, but 1 video and 1 photo were provided for investigation. The photo was reviewed and the indicated failure mode for tube damage was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of tube damage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube damage. Bd was not able to identify an exact root cause for the indicated failure mode. Nowhere on the production line is there anything introduced to the inside of the tube that would cause this type of defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had a molding defect within the tube. There was no report of patient impact. The following information was provided by the initial reporter: "there are plastic particles on the pipe wall".